Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii proximal seal did not deploy properly. The seal came out of the delivery tube into the aorta upon pressing the plunger, but the tension springs would not come out of the delivery tube. They were attempted to be removed with great force, but eventually the seal was pulled out of the aorta intact, with the springs remaining in the tube. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)